Manufacturer narrative:
(B)(4). Method: the returned complaint opt544 was visually inspected. Results: the visual inspection revealed that the tubing was disconnected from the cannula manifold. A lot check could not be performed as no lot number was provided. Conclusion: the most likely cause of the reported fault is the patient or caregiver pulling on the tube. The opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Our user instructions that accompany the opt544 illustrate the procedure for fitting the optiflow nasal cannula to a patient and state the following: - do not crush or stretch tube. The opt544 interface is shipped to the customer fully assembled. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is discarded.

Event description:
A hospital in (B)(6) reported that the tube "fell off" the manifold of an opt544 optiflow nasal cannula immediately after start of use. No patient consequence was reported.